Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer's site for an onsite evaluation of the device. The fse confirmed a defective channel port (grey) connector. The fse replaced the grey connector to resolve the reported problem.

Event description:
A user facility reported to olympus that their oer-pro endoscope reprocessor's grey connector was broken. There was no patient involvement associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The legal manufacturer was unable to determine a conclusive root cause, however, per the legal manufacturer, the gray connector was likely broken due to an impact or the gray connector unit became loose and disconnected. The cause of a loose gray connector would be due to user caused accumulated stress or if something hard was dropped on the connector by the user.